Event description:
Complaint indicated that the nurse call was not working. No calls were sent from bed. No injury alleged.

Manufacturer narrative:
Tech found that several pins on board were broken off replaced board to resolve this issue. Bed located on (B)(6).